Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an incident with the patient. During the transport of a patient for an exam the pump turned off and the medication program was erased when the nurse turned back on the pump. The nurse had to program the pump for the rest of the way. The event happened during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Review of the event history log did not reveal any evidence of the device turning off by itself (no improper shutdown! Messages) on the date of the event. The device was found to operate within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.